Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the unit failed the motor speed test. The unit was triaged and the customer¿s reported condition was confirmed. The most probable root cause is that the gearbox failed due to general wear and tear. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed the motor speed test.